Manufacturer narrative:
The elecsys hiv combi pt is a 4th generation screening assay and is intended for the in vitro qualitative determination of hiv 1 p24 antigen and antibodies to hiv 1, including group o, and hiv 2 in human serum and plasma. The assay is used to screen donor samples and is also used as an aid in the diagnosis of hiv infection. The elecsys hiv combi pt has not been validated for the testing of samples from patients under antiretroviral therapy (art) and is not intended for therapeutic monitoring. An effective art strongly suppresses the viral replication and the production of viral antigens. An early treatment initiation and suppression of viral antigen production could lead to delayed seroconversion and incomplete hiv-specific antibody response. In addition, stoffels et al. Describe that a long-term suppression of viral replication by art could result in a decline of hiv antibody titers. The authors demonstrate data that prove statistically relevant lower sensitivity of serology assays in samples from patients under effective art. The investigation concluded the elecsys hiv combi pt reagent performs within specification.

Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. (B)(6) serology tests may not correspond to the patient¿s condition due to anti-viral drugs and their immune response. The investigation is ongoing.

Event description:
The initial reporter complained of questionable (B)(6) results for 1 patient sample tested for elecsys (B)(6) combi pt ((B)(6) combi pt) on a cobas 6000 e 601 module. The initial result was 0.239 coi (negative). This result was reported outside of the laboratory where the physician requested repeat testing as the patient had previously been confirmed as (B)(6) by nucleic acid testing (nat) and has been taking medication for 8 years. The sample was repeated twice with results of 0.239 coi (B)(6) and 0.3 coi (B)(6). The e601 module serial number was (B)(4).